Event description:
Aicd biv generator change. The patient implant is having significant communication problems with the device due to heartmate ii crosstalk inhibition and his device is thought to have reached elective replacement interval. He presents today for a generator replacement and change out to a medtronic device to solve crosstalk issues.